Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient has greater than 25-50% parent artery stenosis at the 180-day follow-up 3d dsa imaging on (B)(6) 2021. In addition, the patient had new or worsening of existing neurological deficits (tia or permanent stroke/cerebral infarction). Furthermore, the patient had a decline in mrs 0 to 3. Additional information received indicating the tia and permanent stroke/cerebral infarction was not related to the device/procedure/dapt but rather was related to the disease under study and it was natural clinical evolution of the patient. However, the patient conservatively has assessed the event as possibly related to the procedure/device/dapt, as the event started approximately a week after the index procedure. The decline in mrs was related to the new or worsening of the existing neurological deficits. The aneurysm occlusion status raymond <(>&<)> roy (r<(>&<)>r) was class 2 at the index procedure on (B)(6) 2021 and class 3 at the 180-day follow-up on (B)(6) 2021. Additional information received reported the site denied recanalization at follow-up imaging on (B)(6) 2021. It was stated that the stent failed to be completely apposed due to the arterial anatomy and later caused a thrombotic complication. It was a case where sac residue had appeared where there was initially no. There was no reperfusion/recanalization at the moment. Additional information was received indicating the device failed to deploy properly at a bend in the artery, it was believed the device twisted on itself. A balloon was used to try and improve the proximal, middle, and distal levels but they were unable to optimize the positioning of the stent. Later, a second flow diverter (non-medtronic) was used inside the other and they did not achieve an optimal positioning either. There was an incomplete opening and device twisting which required the balloon angioplasty and a second stent to be implanted. This resulted in persistent mal-apposition with consequential adverse event of stroke requiring multiple thrombectomy and stent angioplasty.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the balloon angio was performed at proximal, middle and distal levels to improve wall apposition.

Event description:
Additional information received reported that per independent mdt review, braid collapse of pipeline vantage was seen at 6-month follow-up dsa imaging on (B)(6)2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that d 75 to 100% parent artery stenosis at the CT imaging performed on (B)(6) 2021. Per corelab image read, "narrowing of the proximal stent which is still present after successful thrombectomy" was reported at the 180-day follow-up dsa imaging performed on (B)(6) 2021. Site has been queried to complete a separate dd if agreeable with corelab finding which is not already captured as reported dd for incomplete opening, mal-apposition and device twisting.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported corelab image read of the 1 year dsa imaging on 17feb2022, reports parent artery stenosis of 50 to <(><<)>75%. As previously reported, aneurysm occlusion status raymond <(>&<)> roy (r<(>&<)>r) was class 2 at index procedure on 23apr2021. Site has updated the date of an additional follow-up imaging crf to report r<(>&<)>r class 3 at the CT imaging on 25jul2021 (earlier than the previously reported 18oct2021).

Event description:
Additional information received reported that the site has completed an aneurysm retreatment imaging crf confirming implant of another pipeline vantage device on (B)(6) 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the site has reported raymond <(>&<)> roy class 3 at the 1 year follow-up dsa imaging on 17feb2022. Site has also reported parent artery stenosis of >50-75% at the 1 year follow-up, for which they have completed a corresponding ae crf (dx: parent artery stenosis (in stent stenosis) that reports subject was hospitalized 17-19feb2022 for angioplasty to treat the stenosis. Ae crf reports the event as 'recovering/resolving'.

Event description:
Additional information received reported corelab reported >50-75% parent artery stenosis and "vasospasm in the cervical ica" at the dsa imaging on (B)(6) 2021. Additionally, corelab reported >75-100% parent artery stenosis at the dsa imaging on (B)(6) -2021.

Manufacturer narrative:
Updated with additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information receive reported per site, year 2 dsa imaging on (B)(6) 2024 showed raymond <(>&<)> roy occlusion class 3. No symptoms or actions taken were reported in association with the non-occlusion.

Event description:
Additional information was received that in addition to the previously reported details, the following comments per corelab image read are being provided for completeness. Index procedure (B)(6) 2021) was changed to braid collapse. No classical braid collapse, potential twisting. At 12m (retreatment, on (B)(6) 2022) re-intervention with balloon dilatation of the fd, there was a mid-section narrowing. No classical braid collapse, as flow-diverter narrowing in mid-section. There were other signs of braid change, in comparison to prior scheduled visit. At 36m on (B)(6) 2024), residual mid-section tapering was noted without clear stenosis after dilatation in the 12m visit. No entire wall apposition in the proximal half of the fd. On (B)(6) 2021 there were clots within the distal stent and narrowing of the mid-section stent, treated with thrombectomy and balloon dilatation. Thrombectomy was successful, narrowing still present. Vasospasm in the cervical ica.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.